Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, corroded components were found within the device, including the hybrid ball bearings and the motor. Increased friction due to corrosion is a probable cause of the reported overheating.